Event description:
It was observed during the device inspection, that the subject device exhibited the error e103 is coming on monitor due to faulty converter (power supply unit). There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the customer's reported issue was confirmed and moreover, it was presumed that the phenomenon error code e103¿ occurred due to failure of the power unit. However, the definitive cause could not identified. Olympus will continue to monitor field performance for this device.